Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm (air in line), which occurred on the homechoice during a previous therapy in dwell 3 of 4. The home patient (hp) followed the directions in the patient manual to end therapy and disposed all of the supplies. The hp did not disconnect and did not observe any leaks. The baxter technical service representative explained the alarm and advised the hp notify the nurse of the alarm. No patient injury or medical intervention was reported at the time of the initial report.

Event description:
Caller reported a false negative urine hcg result on consult diagnostic hcg cassette vs. Serum quantitative test result (no value provided). Caller said the customer had noticed test was negative at the three minute read time, but was faint positive at five minutes. The pt was in for a pre-procedural check prior to getting an iud. There was another pt that had a false positive, but no details were provided other than she was confirmed positive by serum quantitative test.

Manufacturer narrative:
(B)(4). The root cause can not be determined at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause of the system error 2240 alarm was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).